Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a video of the sample was provided for evaluation. The returned video was reviewed, and it was noted that there was a leak at the joint of the tubing into the drip chamber. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink, non-dehp solution set leaked from the bottom of the drip chamber when connected to the tubing. The event occurred three hours and fifteen minutes into an infusion of d12.5 at 16ml/hour for unstable blood sugar. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.